Event description:
The pt called to report that after treatment in the corners of the mouth with cosmoplast, a hard lump has persisted. The pt also noted that there was an attempt to excise the product, which was unsuccessful. Oral prednisone was prescribed. Further follow up findings from the physician's office noted the pt's adverse symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on :07/20/07. Quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.